Event description:
It was reported that upon interrogation, loss of capture and low r-waves were observed. Lead dislodgement was observed under fluoroscopy. The lead was explanted and replaced. Patient condition was good at the end of the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.